Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure for an unknown reason and was doing well postoperatively. No further information has been obtained despite good faith efforts. Additional information as received that the patient and physician wanted an MRI conditional ipg and the right lead was not providing relief. The explanted devices will not be returned as it was disposed as per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 2000005542/16610112.

Event description:
It was reported that the patient underwent a revision procedure wherein both the ipg and leads were replaced for an unknown reason. The patient was doing well postoperatively.